Event description:
Facility alleges blood leak during dialysis. Tech reports machine alarmed. Positive dialysate. Pt restarted with new dialyzer. Blood circuit discarded ebl 7100cc. No further medical intervention required.